Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx ls; product ID l-evolutfx-2329 (lot: 0012272646); product type: 0195-heart valves; implant date ; explant date brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012193975); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 29 days following the implant of a transcatheter bioprosthetic valve, diagnostic tests were performed and staphylococcus lugdunensis was identified. Per the physician, the cause of the infection was unknown. Intravenous (IV) medication was administered. Per the physician, the event was possibly related to the valve, delivery catheter system (dcs), compression loading system (cls) and valve implant procedure. The event was not resolved.

Event description:
It was reported that 29 days following the implant of a transcatheter bioprosthetic valve, diagnostic tests were performed and staphylococcus lugdunensis was identified. Per the physician, the cause of the infection was unknown. Intravenous medication was administered. Per the physician, the event was possibly related to the valve, delivery catheter system, compression loading system, and valve implant procedure. The event was not resolved. Additional information was received to clarify endocarditis was diagnosed.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. The patient code was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that right side hemiparesis and facialis occurred as result of the stroke. The stroke now reported as unrelated to the medtronic products and procedure.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that a rapid onset of focal or global neurological deficit occurred. A stroke was confirmed and although initially reported unrelated to the device or therapy, the stroke was now reported as probably related to the infective endocarditis. A transesophageal echocardiogram (tee) showed large irregular vegetations and an abscess of the mitral valve. Hospitalization was prolonged as result of this event. The physician now indicated a causal relationship of the event to the valve, delivery catheter system, compression loading system, and valve implant procedure.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted the physician now indicated the endocarditis was not related to the delivery catheter system (dcs) or the compression loading system (cls). The stroke resulted in the sudden cardiac death.

Manufacturer narrative:
Device evaluated via image review: transesophageal echocardiogram (tee) images from 2024-dec-19 were provided. Suboptimal image quality identified. The tte showed a low ejection fraction (ef) of 30-35%. The evolut implant appeared to be at a good depth. A mobile echogenic structure was observed on the atrial side of the anterior mitral valve leaflet. Mild to moderate mitral regurgitation and mild to moderate tricuspid regurgitation were also identified. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 24 days following the valve implant procedure hospitalization occurred as result of worsening renal failure. Hospitalization was prolonged. Hemodialysis was required. The condition did not resolve prior to the patient¿s death. The renal failure was reported as related to the valve and valve implant procedure.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the relationship of the subacute bacterial endocarditis to the medtronic products and procedure was now probable verses causal. Additionally, the stroke was now reported as probably related to the valve and implant procedure.

Manufacturer narrative:
Updated data: b2, b5, h1, h6. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 1 months and 15 days following the onset of endocarditis the patient died. Sudden cardiac death was reported.

Event description:
Additional information received indicated the endocarditis was identified 24 days following the aortic valve implant.

Manufacturer narrative:
Updated data: b3, b5 corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the official cause of death was asystole caused by acute renal failure and additional neurologic deterioration after the stroke.